Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. Part number 04.027.054s was received with scratches on the outside surface. The tip portion shows some slightly worn edges. The recess is slightly damaged. A functional test was performed and the blade could be attached and detached according to specification. In addition, the blade could be locked without any difficulty. The device was measured and meets manufacturing specifications. No manufacturing-related issues were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that: 04.027.054s / lot 9601933, manufacturing location: (B)(4), manufacturing date: 11th august 2015, expiry date: 1st august 2025, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for femoral trochanteric fracture was held on (B)(6) 2015. The reported blade was not able to lock during the surgery. Therefore, the surgeon replaced the blade with other one. The surgery was extended for 5 minutes. No adverse consequences were reported. This report is 1 of 1 for (B)(4).